Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and blood glucose was high at 500 mg/dl which he had not treated for. During troubleshooting, the customer was able to prime and the insulin pump did not alarm no delivery. He was advised the device is working as designed. He was explained that the alarm could have been caused by a possible connection issue or occlusion in the tubing. Customer was advised to treat his blood glucose and call back if issues persist.